Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and oxygen blending module manifold. The oxygen blending module board and oxygen blending module manifold were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to air flow sensor (u29) being out of tolerance. The oxygen blending module manifold was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's oxygen blending module board and oxygen blending module manifold were replaced to address the issues. The device was found to be contaminated with dust.